Manufacturer narrative:
The customer received a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the presence of 2 magnets in the device's lid instead of 1 magnet as designed. This 2nd magnet disrupted the magnetic field needed for proper lid operation.

Event description:
The customer contacted physio-control to report a non-critical issue with there device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not power on.